Manufacturer narrative:
Correction: section h6 health effect - clinical code should not have included 2388 - inadequate pain relief in the initial report. This correction is reflected in this additional report 1.

Event description:
It was reported that the patient was experiencing uncomfortable therapy. Both of the patient's leads had migrated. The issue was confirmed via x-ray. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.